Event description:
Synovitis with a purulent secretion [purulent synovitis]. Off label use [product used for chondropathy on the right knee] [off label use of device]. Product used for chondropathy on the right knee [product use in unapproved indication]. Case (B)(4) is a serious, spontaneous case and complaint was received from a physician in (B)(6). This report concerns a (B)(6) male who experienced synovitis with a purulent secretion during treatment with euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, 0.2 ml, once in a week, for chondropathy on the right knee from (B)(6) 2019 to (B)(6) 2019 (off label use / product use in unapproved indication). Batch number n17652ae. Expiry date feb-2020. On an unknown date in 2019, after the second administration of euflexxa, the patient was diagnosed with synovitis with a purulent secretion on the right knee. The reporter believes that the event was related to administration of euflexxa. The synovitis with a purulent secretion was medically significant. On (B)(6) 2019, the patient underwent surgery for joint cleaning due to the adverse event. Further information regarding this procedure and the outcome were not provided. It was informed by the reporter that: 'the therapy with maxsulid (beta cyclodextrin nimesulide) tablets 400 mg was ongoing', but it was not clear if this treatment was concomitant or only a treatment prescribed to treat the adverse event. Action taken to euflexxa was unknown. The following concomitant medication was reported: collagen (from an unknown start date and ongoing). At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - affiliate = m149br2019_2019080341. Internal # - complaint = (B)(4). This ae occurred in (B)(6) and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.